Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15408. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported that the patient is experiencing ineffective stimulation. The patient also experiences unintended stimulation at the ipg site which is painful. X-rays were to be taken; however, the results are unknown. Surgical intervention may take place at a later date.